Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, the device history record (DHR) was unable to be reviewed as the lot number is unknown. However, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. Although the optical fibers briefly displayed maximum cavity distance that corresponded with a loss of contact force on two occasions throughout the log files, these instances were followed by a high contact force value, consistent with pressure on the catheter distal tip. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the rest of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported tamponade. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2019-00316, 3005334138-2019-00315, 2182269-2019-00082. Following a ventricular tachycardia procedure, a cardiac tamponade was observed. The patient became hypotensive and x-ray confirmed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.